Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-02757. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 23 days. Manufacturer's investigation conclusion: no product was returned for evaluation. The reported low flow alarms were confirmed through the evaluation of the submitted system controller event log file data; however, a specific cause for the low flow events could not be determined through this evaluation. Moreover, a direct correlation between the device and the reported stroke could not be determined through this evaluation. The patient remains ongoing on the device. The instructions for use lists stroke as a potential adverse event associated with use of the heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on an unspecified date in early (B)(6), the patient was admitted into the hospital for dizziness and an acute onset transient monocular vision loss in the right eye that was likely secondary to a transient ischemic attack (tia). This was transient and was back to baseline. CT head scan showed changes concerning for possible acute ischemic stroke. A ramp echocardiogram on (B)(6) 2017 revealed that the left ventricular ejection fraction was less than 20%, and there was no pericardial effusion. On (B)(6) 2017, a repeat CT head scan showed stable to slightly less conspicuous ill-defined hypodensity in the right frontal centrum semiovale-coronal radiata, suspect evolving subcortical infarction. The patient was given heparin infusion with an increase in dosage of coumadin and aspirin (full dosage). On (B)(6) 2017, a right heart catheterization was performed with normal filling pressures, no speed changes were made. The patient was on metoprolol succinate, lisinopril, atorvastatin and oral furosemide 40 mg daily. It was reported that numerous low flow alarms were occurring. The manufacturer¿s technical services representative reviewed the submitted log file and low flow events on (B)(6) 2017 was confirmed, and at times occurred when the pulsatility index was high. On (B)(6) 2017, the patient was discharged. Their inr was therapeutic at the time of discharge. The patient¿s inr goal was 2.5 to 3.0. The patient was instructed to follow up with the lvad clinician on (B)(6) 2017 with regards to dosing of coumadin. On (B)(6) 2017, the patient presented to the emergency room due to persistent low flow alarms as low as 2.1 lpm that were occurring since (B)(6) 2017, and dizziness after urination. The patient felt like they were going to pass out and was losing balance. They denied loss of consciousness, any chest pain, shortness of breath, cough, fever, chills, nausea, vomiting, diarrhea or dark urine. The patient occasionally had palpitations when lying down. It was reported that the low flow alarms were likely due to dehydration.